Event description:
It was reported that the wound suction device would not suction following orthopedic spinal surgery. The patient reportedly developed a hematoma and had to go back to surgery to have the hematoma removed. No further complications were reported. Additional information has been requested, but has not been received.

Manufacturer narrative:
The actual sample was not returned for evaluation however, three samples from the same lot number were returned. The evacuators were disassembled and the valve membranes were observed to be suctioned down on the inlet port nest. Once released, the membranes were examined and neither foreign material nor any other substance that may have contributed to the problem were observed. Suction valve dimensions were measured and found to meet specifications. An extensive investigation identified the following root causes: insufficient amount of talc on the membrane to serve as a release agent after product sterilization; oil on the hands of the operators who handled the membranes; pretesting the product in a dry state and causing units to fail that would have performed as intended had the product been used according to labeling indications which does not advise users to pretest the units. The instructions for use (IFU) recommend primary activation of the system as soon as possible (during wound closure) to demonstrate that the flow of fluids through the tubing is unobstructed. IFU states that to avoid the possibility of hematoma due to inadequate wound suction, the IFU should be followed carefully. Fluid may be retained in the wound site causing hematoma because of inadequate wound evacuation as a result of: improper tubing and drain placement; clogged drain, tubing or suction port a; kinked drain or tubing; connections not tight; leaking evacuator system; wound site not completely closed. In the IFU, full compression of the evacuator by hand and closing drain port is the last step to perform. At this point, the drain is already placed in the patient. Pretest is not part of the IFU. Since the actual complaint sample was not returned. No exact conclusions can be made. Corrective actions have been taken.